Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a distributor via email that the sutures from an ar-8926t knotless tightrope syndesmosis repair implant system broke when the plate was correctly reduced. The case was completed using a new ar-8926t knotless tightrope syndesmosis repair implant system. This was discovered during a syndesmosis repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.